Event description:
It was reported to medtronic minimed that the customer received pump error 3 (the main arm cannot communicate with the motor arm). The customer received pump error 19 (generated if a minute event is not received from the motor processor or the sw watchdog task is not running properly). The customer received pump error 81 (the motor processor did not ack a command from the delivery manager in a reasonable time. Data in the alarm can identify which command it was). The customer stated that the pump is no longer vibrating. The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting was performed for the pump error, and the customer was able to clear the error, and the fill cannula delivery test was successful. The error table did not indicate that the pump should be replaced, and the pump passed the self-test. Troubleshooting was performed for the vibration anomaly, and the customer reported a vibration anomaly. Ran self-test, and the pump did not vibrate during the test. No harm requiring medical intervention was reported. The customer was instructed to discontinue device use and revert to the backup plan with the health care professional's instructions. Mmt-1885 was requested, and the customer's response was that the device would be returned.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Unit passed active current measurement, sleep current measurement, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test and displacement accuracy test. Unit failed the self-test. Vibrate anomaly noted during testing. Unit successfully downloaded to thump and carelink. No unexpected alarms or pump errors noted during testing. Verified pump alarmed pump error 3 on (B)(6) 2025 19:24:11.000 in pump downloaded history. Verified pump alarmed pump error 19 on (B)(6) 2025 19:12:27.000 in pump downloaded history. Verified pump alarmed pump error 81 on (B)(6) 2025 19:11:50.000 in pump downloaded history. Found moisture damage to motor assembly, pcb1 board and pcb 2 board during visual inspection. The following were noted during visual inspection: corroded electronic assemblies, corroded battery tube, corroded motor home switch, scratched case and pillowing keypad overlay. The sc1 cap/reservoir does lock properly. Failed self-test due to moisture damage at vibration motor. Vibrate anomaly confirmed. Confirmed pump error 3 in the pump history download due to moisture damage to the electronic assembly. Confirmed pump error 19 in the pump history download due to moisture damage to the motor and electronic assembly. Confirmed pump error 81 in the pump history download due to moisture damage to the electronic and motor assembly. Confirmed moisture damage to motor assembly, pcb1 board and pcb 2 board. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.